Event description:
It was reported by the rep the device was used during a laparoscopic assisted vaginal hysterectomy. It was reported the surgeon loaded then fired the cutter six times, on the seventh firing after removing the cutter from the abdomen, the jaws would not reopen. The procedure was completed by opening and using another atw35. There was no consequence to the patient.